Event description:
A report was received that the pt was having pain at the pocket site. Upon examination, the physician determined that the pain was caused by the pt's static joint. Recently, the pt reported that she was having difficulty charging her ipg, and that the only way she could charge was by pushing on the charger extremely hard. The physician recommended that the pocket should be moved to the left buttock.